Event description:
It was reported that the programmer is displaying an overheating warning and will not print. Running the service disk did not resolve the issue. The service disk is going to attempted and if it is not resolved the programmer will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.